Event description:
It was reported that the patient, implanted with right ventricular (rv) lead, presented to the emergency room (ER) after a syncopal episode. Review of the presenting electrogram (egm) suggested the pacemaker was operating as programmed, however the health care professional (hcp) states loss of capture (loc) was observed on the monitor with no associated symptoms reported: additionally, two non-sustained ventricular tachycardia (nsvt) were stored and appeared to contain noise but had occurred after the time of the syncopal episode. The most recent auto threshold test was 1.2 v @ 0.4 ms. Further device/lead testing was advised. Additional information received reported that the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).